Event description:
Additional information was received (B)(6) 2019: it was reported that the patient was hospitalized due to the preparation of the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the event, the provide the device return date in the concomitant medical products and to update the device evaluated by MFR. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the h3 section and to provide the completed investigation results. One used 6 fr angio-seal sts plus device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No anchor or collagen were returned. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve was in the rear lock position with the color bands fully exposed. The suture was exposed at the distal tip of the hemostasis sheath and it had a clear shrink wrap marker present. The end of the suture was inspected under the microscope and it appeared to be cut manually with a blade. There were no collagen, anchor and tamper tube returned. The carrier tube was examined and it was noted to be not attached to the device cap hub and completely removed from the device cap hub. No other visual anomalies were noted with the device. No functional testing could be performed since the device was returned in a state of complete deployment. Based on the provided information and investigation results, it is likely the that the carrier tube was found to be completely removed from the device cap hub due to the incomplete or irregular molding operation of the tube during the manufacturing process. The reported event has been deemed manufacturing related and the quality system is investigating similar events.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a the angio-seal delivery sheath came out wrinkled during retrieval. The vascular closure was performed ok. The device was afterwards in angled. The patient was not harmed and was stable following the event. The patient was hospitalized due to the event. Additional information was received (B)(6) 2019: the procedure performed was a percutaneous transluminal angioplasty using a 6 fr sheath.